Event description:
The iliac was wired with a .014 guide wire and the omnilink stent delivery system (sds) was advanced, however, it was felt that more support was needed. The sds was pulled through the sheath, so that the sheath could be changed. When the sds was removed from the pt, it was noted that the stent was no longer on the sds. After the sds was removed it was observed under fluoroscopy that the stent was loose and had dislodged in the common iliac. A snare device was used in an attempt to retrieve the stent. The stent was pulled to the femoral access point and was left just under the skin. Then the access site was opened up and the stent was successfully retrieved from the pt with tweezers.